Event description:
Per the physician, the patient underwent surgery in 2009, due to skin flap infection. More information has been requested but was not available at the time this report was filed the same day.